Manufacturer narrative:
An event regarding a shard of glass breaking during opening of a simplex liquid ampoule and nurse cutting her finger was reported. The event was not confirmed. Method & results: device evaluation and results: a photo was provided of the broken ampoule without the ampoule cracker present contained in a biohazard bag. Functional testing was performed on the six retain ampoules. Clean breaks were observed with all 6 ampoules. There was no evidence of visible fissures present on the ampoules neck or excessive fragments of glass generated under the breakage. Medical records received and evaluation: not performed as no medical records were provided device history review: indicates all ten packs were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there has been no other similar event for the lot referenced. Conclusions: an event regarding a shard of glass breaking during opening of a simplex liquid ampoule and nurse cutting her finger was reported. Testing of retain ampoules from the same lot resulted in the ampoules breaking as intended, i.e. Clean breaks with no visible fissures or excessive fragments of glass. The reported event could not be replicated. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that upon opening the product, the glass shattered and the nurse cut her finger.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that upon opening the product, the glass shattered and the nurse cut her finger.